Event description:
Healthcare professional reported "alcl" on right side. Histopathological markers cd30+ and alk- have not been received. The device has been explanted. Treatment: device explant and capsulectomy.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, b7, d4, e3, h6, h7, h9.

Event description:
Healthcare professional additionally reported "right periprosthetic effusion" and "dense inflammatory lymphoplasmacellular infiltrate." Histopathological markers cd30+ and alk- have been received and confirmed. Additional treatment noted: cefixoral 400 g once daily until drains removed, usual pain relief if necessary, and clexane 2000 iu, 1 vial subcutaneously.